Event description:
Customer reports lancet sticks out of the end cap of the softclix plus device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.